Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, the left bundle branch (lbb) lead could not be successfully positioned in the lbb area despite multiple attempts. The physician suspected that the lbb lead may have been damaged due to repeated repositioning, which could potentially impact lead stability. The lbb lead was not used and replaced to complete the procedure. The patient was in stable condition.